Event description:
The device was returned to the manufacturer for a field action update. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was dented causing the keyboard to lift and was also broken, the lower case was broken, one knob was broken, one side bail cover was missing and one bail cover was broken, one side bail was missing, the battery contacts were compressed, and the battery drawer was broken. (B)(4).